Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction on the lower abdominal region. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as a red and blistered rash. Patient treats the affected area with fluocinonide ointment, prescribed by her physician on (B)(6) 2015, for the reported skin reaction. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).